Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy huibregtse single lumen needle knife. During an application of cautery, the needle broke and separated from the distal end of the device. (Note: the detached section of the needle is estimated to be 4mm in length and 0.0075 inches in diameter). The detached section of the needle was retrieved using forceps. The procedure was completed using another device from the same lot without incident. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: only the detached section of the needle was returned for evaluation. Our laboratory evaluation confirmed the report. The needle has separated from the distal end of the catheter. The needle section is approximately 4mm in length and 0.0075 inches in diameter. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle breakage can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. This can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution all huibregtse triple lumen needle knives are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufactuing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of this report in an effort to heighten awareness. No further action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.